Event description:
It was reported a decrease in therapeutic effect. The patient reported her bladder got worse and was leaking. Up until a day prior to this report everything was working fine. No body trauma or falls could have been related to the change in symptoms. The patient changed the setting on her internal neurostimulator (ins) from program 1@ 0.35 to 0.4. Patient outcome was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v973529, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).